Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power error detected on the insulin pump. The customer¿s blood glucose level was 140 mg/dl. The customer stated that they had received two power error detected alarms and inserted a new battery. It was also reported that they had received power error detected did not recur within a week of troubleshoot of the previous occurrence. Customer stated that they received 2 power loss 25 errors after battery change. The customer was advised to revert to back up plan and we will ship out a replace the pump. . The insulin pump will be returned for analysis.